Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the pad of the impactor broke. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument to impact the implant, the tip of the instrument fractured. There was no report of a foreign body retained or harm to the patient.